Manufacturer narrative:
This file was originally submitted on (B)(6) 2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Shock delivered notification was received on the customer support helpline queue. Customer care reached out to the patient's caregiver who stated that the patient passed away at home. Review of device episode report indicated that the patient had an asystole episode followed by a tachycardia treated episode. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Therapy cable could not be retrieved from the field. Device episode report indicated that the patient was wearing the wcd system during the asystole episode on 03/24/2025. The evaluation of returned device indicated that the wcd performed as intended. Wcd is not indicated for the treatment of asystole.